Event description:
It was reported that the patient tripped over a baby gate, and when she fell she twisted so she wouldn't hit her face. Afterwards the patient found out that one of the leads had fractured, and the hcp did a lead revision to fix it. It was noted that the fall also contributed to the patient needing three back surgeries. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-33, lot# v224662, implanted: 2009 (B)(6), explanted: 2010 (B)(6); programmer model 3037, serial# (B)(4).